Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company rep reporting the catheter was not an issue and was discarded.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2,000mcg/ml at 1,295 mcg/day via an implantable pump. It was reported that the patient reported no symptoms or issues, she was just concerned because the pump eroded through her skin. Patient did not reference any falls. There was immediate removal due to fear of infection because therapy was so effective it was determined to move locations completely with a new pump and catheter pump segment. The hcp took it out and the pump segment of the catheter and replaced pump catheter section and pump and tunneled to the other side. Patient had no symptoms or signs of infection. She showed up to emergency room (ER) on (B)(6) 2026 when she noticed it getting dressed, she was able to get on the schedule next day. The company reps were notified on (B)(6) 2026 they were adding on a ¿pump implant¿ on (B)(6) 2026 but the company rep did not know a name until they walked on (B)(6) 2026. At that point the company reps realized the case was not boarded correctly and it was actually a pump revision of a patient that already had a pump so they learned of this for the first time ever yesterday on (B)(6) 2026. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#serial#: (B)(6), implanted: on (B)(6) 2011, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.